Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted into the patient's right eye and removed due to the haptic damage. The incision was enlarged to remove the lens, another model lens was implanted, and a suture was used. Please reference complaint # 1119279-2014-00077 for the delivery device.